Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 74 mg/dl at the time of the incident. The customer was experiencing lows even while giving themselves a quarter of the recommended boluses. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.